Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us (lot: 0011191558); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop2329us (lot: 0011177621); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the implant of this transcatheter bioprosthetic valve occurred via the right transfemoral artery via the inline sheath. The perimeter of the annulus was 56 millimeter (mm), low calcification, and a narrow ascending aorta presented. A pre-balloon aortic valvuloplasty (bav) was not performed as there was a low amount of calcification. The pre-operative echocardiogram revealed mild to moderate aortic regurgitation and a strong, mild mitral regurgitation. The pre-operative pressure gradient measured 70 millimeters of mercury (mmhg). It was believed that the left ventricular pressure caused the elevated gradient. Due to the low amount of calcification, the implanters determined not to aim for a high implant position. Upon the first deployment, the cusp overlap view (cov) deviated from the angiography view. The valve continued to expand. The valve was placed at 5mm on the non-coronary cusp (ncc) and deep at 8mm on the left coronary cusp (lcc). At this time, an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Additionally, the shape of the transcatheter valve was slightly distorted. Infolding was not confirmed. As a result of the lbbb, the valve was recaptured. Upon the second deployment attempt, the valve was deployed at 3mm on the ncc and 4mm on the lcc. The lbbb remained. The patient's diastolic pressure was greater than 50 mmhg. After 10 minutes, the valve was fully released. The valve shifted slightly when it was fully released. This resulted in a placement of 2mm on the ncc and 2mm on the lcc. As reported, it was believed that the left ventricular pressure caused the elevated value. Pvl was absent but the lbbb remained. Treatment for the lbbb was not reported. The procedure was completed. No adverse patient effects were reported.